Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
I hope this message finds you well. I would like to express my gratitude for your assistance regarding this matter. I am writing to bring to your attention a case involving extravasation that occurred following the use of a 22g nexiva. Please find the details provided below. The patient is a 40-year-old female who presented to the emergency department with complaints of abdominal pain and diarrhoea. A computed tomography (CT) scan of the abdomen with contrast was subsequently ordered. Due to the patient's peripheral veins being diminutive, the nursing staff was unable to establish intravenous access on the first attempt. However, they successfully achieved cannulation on the second attempt utilizing a 22g IV nexiva device. An intravenous infusion of normal saline was initiated and was proceeding adequately, with a (vip) score documented as 0. During the radiology procedure, the patient experienced significant discomfort upon administration of the contrast agent through an auto-injector, which delivered the agent at a rate of 2.1 ml/sec utilizing a 22g nexiva intravenous catheter. Approximately 15 seconds into the procedure, the patient reported severe pain, necessitating an immediate cessation of the procedure. Additionally, signs of extravasation were observed. Later the swelling extended to the wrist and some necrosis was evident. During the ward's usage of the IV nexiva for administering other intravenous drips, symptoms of phlebitis were observed, resulting in a vip score of 2. This situation necessitated the removal of the intravenous access as well. The final condition of the hand after all treatment is rendered. On (B)(6) 2025: received an email response from complainant for information. Answers added in follow up tab. 1. Could you please provide the material/product number? 383532. 2. Could you please provide the batch/lot number? 4225404 & 4284845. 3. Could you please provide the date of the event? 27 jan 2025. 4. Could you please provide the number of occurrences? 1. 5. Can you confirm is there any patient impacted? 1. 6. Can you confirm that there are any serious injuries that occur to the patient? Extravasation at left hand. 7. Can you confirm that there is any erroneous results? No. 8. Can you confirm that course of treatment changed due to event? Na. 9. Can you confirm that exposure to blood/bodily fluid? Na. 10. Can you confirm that is there medical int. Other than first aid? Na. 11. Can you please is there any other actions taken? Na. 12. Kindly confirm was there any physical sample available? If yes, please provide sample tracking details. Na.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Lots include 4225404 and 4284845.

Event description:
It was reported that bd nexiva 22ga 1.00in y leaked. I hope this message finds you well. I would like to express my gratitude for your assistance regarding this matter. I am writing to bring to your attention a case involving extravasation that occurred following the use of a 22g nexiva. Please find the details provided below. The patient is a 40-year-old female who presented to the emergency department with complaints of abdominal pain and diarrhoea. A computed tomography (CT) scan of the abdomen with contrast was subsequently ordered. Due to the patient's peripheral veins being diminutive, the nursing staff was unable to establish intravenous access on the first attempt. However, they successfully achieved cannulation on the second attempt utilizing a 22g IV nexiva device. An intravenous infusion of normal saline was initiated and was proceeding adequately, with a (vip) score documented as 0. During the radiology procedure, the patient experienced significant discomfort upon administration of the contrast agent through an auto-injector, which delivered the agent at a rate of 2.1 ml/sec utilizing a 22g nexiva intravenous catheter. Approximately 15 seconds into the procedure, the patient reported severe pain, necessitating an immediate cessation of the procedure. Additionally, signs of extravasation were observed. Later the swelling extended to the wrist and some necrosis was evident. During the ward's usage of the IV nexiva for administering other intravenous drips, symptoms of phlebitis were observed, resulting in a vip score of 2. This situation necessitated the removal of the intravenous access as well. The final condition of the hand after all treatment is rendered.